Event description:
It was reported that a non-dehp microbore extension set had a leaking filter during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.